Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that 1 day after placement, the catheter was found dislodged from the patient. It was noted that the dislodgment was due to balloon damage. There was allegedly no water in the balloon when the catheter fell out. No catheter replacement was performed. Per medicon's observation, the balloon burst was found; however, there were no missing pieces.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter dislodged, due to the balloon damage that was found on the next day of use. There was allegedly no water in the balloon when the catheter fell out. No catheter replacement was performed. Per (B)(4) observation, the balloon burst was found; however, there were no missing pieces.

Manufacturer narrative:
Received only the catheter for evaluation. The visual inspection noted an irregular balloon burst. However, no pieces of the sac were missing. Per the functional testing, water was introduced into the inflation lumen and did not experience any obstructions to impede flow. A microscopic examination found no conditions that could be associated with the reported event. The following were the results of the dimensional evaluation: eye snip length: 3/32¿, inflation lumen coverage: 10 thou, balloon thickness: 27 thou, burst initiated from bottom collar of sac: 3mm. The balloon thickness measured 27 thou in the tactile evaluation. In addition, the edges of the burst area were not brittle. The reported event was confirmed with an unknown cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that 1 day after placement, the catheter was found dislodged from the patient. It was noted that the dislodgment was due to balloon damage. There was allegedly no water in the balloon when the catheter fell out. No catheter replacement was performed. Per (B)(4) observation, the balloon burst was found; however, there were no missing pieces.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that 1 day after placement, the catheter was found dislodged from the patient. It was noted that the dislodgment was due to balloon damage. There was allegedly no water in the balloon when the catheter fell out. No catheter replacement was performed. Per medicon's observation, the balloon burst was found; however, there were no missing pieces.